Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for (B)(4). It was reported that during a workshop simulation of an anterior shoulder dislocation (asd) for a rotator cuff tear procedure, aimed at confirming the usability of the prototype shoulder model, it was discovered that the suction function of the fms vue ii pump-shaver box and shaver handpiece 2.0 with buttons devices was not operational. The devices were utilized in conjunction with the remote control (fms vue/nextra) and the foot pedal (fms vue/nextra) devices. It was further reported that the main body did not register the rotation speed of the attached bar, and the buttons for increasing and decreasing the rpm (revolutions per minute) on the main body were unresponsive. After rebooting and waiting a few minutes, the main body remained unstable, with loading and response issues. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.